Event description:
It has been reported that the patient received a durasul alpha insert neutral kk/32, left hip on (B)(6) 2003 and is experiencing pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, we will submit a follow up report. (B)(4).